Manufacturer narrative:
Block e4: medwatch report mw5153051 has been received, there is no new information regarding the event in the additional documentation. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported that a sensor wire was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2024. During the procedure, the guidewire was found broken. It was noted that the part of the broken guidewire was in the ureter and the left renal pelvis with an indwelling ureteral stent in place. The procedure was successfully completed; however, removal of the broken guidewire was anticipated.

Event description:
It was reported that a sensor wire was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2024. During the procedure, the guidewire was found broken. It was noted that the part of the broken guidewire was in the ureter and the left renal pelvis with an indwelling ureteral stent in place. The procedure was successfully completed; however, removal of the broken guidewire was anticipated.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf impact code f08 captures the reportable event of hospitalization.